Manufacturer narrative:
The 942 each syringes involved were all from the same lot and discovered before use. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with a box of syringes. The customer states that the majority of the syringes are foggy. They are unable to see the readings on the syringe. About 1500 were tested and 942 showed up turbid because the syringes are foggy vs how they are typically clear. This was prior to be filled with medication. This was being used for testing and not used on a patient.

Manufacturer narrative:
A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. Samples were received and visual inspection was performed according with procedure. As result the condition reported by our customer has confirmed of the syringes are foggy. The most likely root caused has been addressed with the supplier, as this component is manufactured by an external supplier. A formal corrective and preventative action has been opened for this issue. It must be noted that in-process controls are in place to prevent nonconforming product from leaving the manufacturing activities. In addition, as a preventive action for manufacturing site operations, a monthly complaints report is sent to focus factory personnel, summarizing the latest events reported by the customer.